Event description:
Additional information indicates the ipg was replaced due to becoming inoperable.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.